Manufacturer narrative:
PMA/510k: this product is not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm, vticm5_13.2, -10.0/2.5/94 (sphere/cylinder/axis), implantable collamer lens tore/broke during loading, there was no patient contact. "Lens tear due to snagging while loading injector" was reported. A replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event is unknown.